Event description:
It was reported "in the process of insertion, the catheter was stuck in sheath. The tip of the balloon was found bent after removed, change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging carton. The sample was returned in a plastic bag and was loosely packed in the original packaging tray. Returned with the sample was the supplied 40cc driveline tubing. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. Bends to the central lumen were noted at approximately 13cm and 26.5cm from the distal tip. The central lumen was noted kinked at approximately 5.3cm from the distal tip. The sheath was not returned with the sample. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood and debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 5.3cm from the iabc distal tip; which is the location of the previously noted kink. The guidewire met resistance and could not advance at approximately 26.5cm from the iabc distal tip; which is the location of the previously noted bend. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 56cm from the iabc luer; which is the location of the previously noted bend. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the tip of the balloon was found bent" is confirmed. A kink to the central lumen was noted during the visual inspection of the returned iab catheter, and resistance was noted at the location of the kink upon loading a guidewire into the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kink is undetermined, but a potential cause is customer handling. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "in the process of insertion, the catheter was stuck in sheath. The tip of the balloon was found bent after removed, change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)